Manufacturer narrative:
The qc and calibration were acceptable. The field service representative found air inside the cooling unit (chiller), and performed interventions (drained and refilled the cooling unit, purged the trapped air, and strictly followed the standard procedure). After the interventions, the instrument correctly stabilized the bath temperature at 37.0°c and passed the performance verification. He also replaced the reagent probes, wash station tubing, a valve, wash station springs, and performed alignments. He performed tests and checks with acceptable results. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The reagent lot numbers were requested but not provided. The customer also reported a cooling issue and a flagged pipetting issue. The customer cleaned the bath filters and external filters. The investigation is ongoing.

Event description:
The initial reporter received questionable total protein, triglycerides, and other assay results from several patient samples tested on the cobas c 503 analytical unit. The following examples of discrepant results were provided: total protein the initial result was 9.6 g/dl. The repeat result was 6.5 g/dl. Triglycerides the initial result was 40 mg/dl. The repeat result was 250 mg/dl.